Event description:
In june 2003 caller reported receiving readings within 15 minutes of 500 mg/dl with one freestyle meter and 107 mg/dl and 109 mg/dl with another freestyle meter. Insulin dosage was increased based on the high freestyle readings that were being received while on vacation. Caller reports that customer was lethargic. Customer did not require third party intervention for treatment.